Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: photo investigation: the photo investigation of " 283910000, confidence spinal cmt sys, 11c" can not revealed the reported condition. As, the provided evidence was not sufficient to confirm the reported event of unable to transfer. Functionality issues cannot be evaluated through a photo investigation. The overall complaint was not confirmed as the observed condition of the confidence spinal cmt sys, 11c would not contribute to the complained device issue. H3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that crystal tube was broken from the threads on the proximal end, also it was filled with cement, however, plunger was positioned in the tube before the cement, in consequence, blocking the flow of mixture. A complete functional test was unable to performed due to condition of the received device. Therefore, the complaint condition was unable to be replicated. However, a retain test was performed by the vendor, the result of the testing revealed no deviations for product code 183901001, lot 4224421, hence a faulty product was excluded. Properly handling and attention to the approved use of the device diminishes the risk of failure. Instructions for use for confidence spinal cement system®¿11cc kit 0902-90-055 rev. K were reviewed and the following instructions are mentioned: connect the hydraulic pump flexible tube to the cement reservoir cap by pushing and snapping the quick connect assembly onto the cement reservoir cap. Procedure caution: it is essential to maintain strict sterile technique during the spinal cement procedure and during all phases of handling this product. Follow the cement preparation instructions carefully to ensure the cement has reached the appropriate consistency. Failure to follow those instructions or premature injection of the radiopaque spinal cement may negatively affect the outcome of the procedure. 1. In addition to carefully reading and following the procedure instructions below, please reference the confidence spinal cement system ¿11cc kit surgical technique manual for more detailed instructions. 2. The confidence 11cc high viscosity spinal cement is ready for use immediately following mixing of the cement components. 3. The introduction of the cement should be performed under continuous radiological control. 4. The introduction should be stopped when the operator judges the vertebral filling to be satisfactory, or when a risk of leakage of cement appears. 5. With the operating room and material temperature of 20°c, the different phases are as follows: mixing: 40-60 seconds. Filling the delivery system: 1-2 minutes. Application phase: 9 minutes (following components mixing). Hardening (setting): 4 minutes. 6. Acrylic cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/or of the cement components), from the recommended temperature of 68°f (20°c) will affect the handling characteristics and setting time of the cement. Refer to the temperature-time chart at the end of these instructions for further information. Note 1: manual handling and body temperature will reduce the final setting time. Note 2: when used with confidence perimeter spinal cement system ®, please follow the temperature-time table provided in the confidence perimeter package insert. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the confidence spinal cmt sys, 11c would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: product code: 283910000. Lot number : 383631. Release to warehouse date : 19.oct.2023. Expiration date : 30.sep.2025. Manufacturing site: medos int spine. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgical procedure, when using the second kit, it was found that the plunger was positioned inappropriately, preventing the cement from leaving and preventing its use in the second vertebra. During manufacturer's investigation of the returned device it was identified that the crystal tube was broken from the threads on the proximal end, also it was filled with cement, however, plunger was positioned in the tube before the cement, in consequence, blocking the flow of mixture.